Event description:
It was reported that the unit shut down while in patient use. There is no report of death or serious injury associated with this event.

Manufacturer narrative:
(B)(4). It was reported that the customer was unable to duplicate any failures. The customer was to run the ventilator over the weekend and call back if any failures occur.